Manufacturer narrative:
On 25-jul-2023 concomitant product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Toothbrush head has no resistance to stay on, and just slips off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head had no resistance to stay on the oral-b pro 2 2500 electric toothbrush, and slipped off while brushing. No injury was reported. On 26-may-2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 3766. The concomitant product lot was 2 bb 13741940. No injury was reported.

Event description:
Toothbrush head has no resistance to stay on, and just slips off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head had no resistance to stay on the oral-b pro 2 2500 electric toothbrush, and slipped off while brushing. No injury was reported. 26-may-2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 3766. The concomitant product lot was 2 bb 13741940. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.